Manufacturer narrative:
One used sample was received for evaluation for the complaint that a cuff leak occurred approximately 48 hours after being intubated, and a new intubation tube was placed. A lot history review could not be conducted because no lot number was identified. As received, there were no damages or anomalies observed. In order to facilitate leak detection, the sample was submerged underwater to detect air leakage. No leaks were observed. The complaint of leakage cannot be confirmed nor replicated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak occurred approximately 48 hours after being intubated, and a new intubation tube was placed. There was no reported patient harm/adverse event.